Manufacturer narrative:
The device was returned to olympus for inspection and the circuit board was replaced. Based on the results of the investigation, the circuit board replacement was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the criteria for a circuit board replacement. There was no patient involvement.